Event description:
Paramedics attempted to use the device to administer defibrillation therapy to a pt diagnosed in cardiac arrest. The defibrillator allegedly displayed a connect cable warning message and failed to charge. The operator checked the defibrillation cable connection but was not able to resolve the problem. CPR therapy continued to be administered and the pt was transported to the hospital. The hospital had a dnr order on file for the pt and ceased resuscitation efforts. The pt was resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the pt's death. The reporter said the pt's outcome would have been the same because of the dnr order at the hospital.